Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional air leak testing was performed at two (2) bar pressure and a leak was observed at the level of the deaeration chamber. Further inspection showed a crack at the level of the welding between the upper and lower sections of the chamber. The upper and lower sections were welded with no force. The lines of the set, including spikes, are provided by an internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the observed inadequate welding was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted. .

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the connection of the access line and deaeration chamber of a prismaflex hp x set during priming. There was no patient involvement. No additional information was provided.